Manufacturer narrative:
Internal report # (B)(4). The device is undergoing an evaluation but has not yet been completed. Test strip UDI#: (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with back to back tests results from meter memory of 151, 129, and 138 mg/dl. The customer's expected fasting blood glucose test result range is 85 to 124mg/dl. The customer feels well and did not report any symptoms of high blood glucose. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non- fasting and produced test results of 180 and 177mg/dl. The test strip lot manufacturer's expiration date is 12/14/2017 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: the 151mg/dl (B)(6) 2016 06:00 pm fasting: yes, the 129mg/dl (B)(6) 2016 04:00 pm fasting: yes, the 138mg/dl (B)(6) 2016 01:00 am fasting: yes, the 129mg/dl (B)(6) 2016 01:59 am fasting: yes, the 108mg/dl (B)(6) 2016 01:51 am fasting: yes. Customer called requesting control solution and stated that his meter has been giving him high results that have been erratic and inaccurate. Customer states he has had the meter for a few months and just opened a new vial of strips to be sure. Customer states that he is not diabetic, just pre- diabetic and monitoring himself with his diet.

Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with back to back tests results from meter memory of 151, 129, and 138 mg/dl. The customer's expected fasting blood glucose test result range is 85 to 124mg/dl. The customer feels well and did not report any symptoms of high blood glucose. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non- fasting and produced test results of 180 and 177mg/dl. The test strip lot manufacturer's expiration date is 12/14/2017 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: 151mg/dl (B)(6) 2016 06:00 pm fasting: yes, 129mg/dl (B)(6) 2016 04:00 pm fasting: yes, 138mg/dl (B)(6) 2016 01:00 am fasting: yes, 129mg/dl (B)(6) 2016 01:59 am fasting: yes, 108mg/dl (B)(6) 2016 01:51 am fasting: yes. Customer called requesting control solution and stated that his meter has been giving him high results that have been erratic and inaccurate. Customer states he has had the meter for a few months and just opened a new vial of strips to be sure. Customer states that he is not diabetic, just pre- diabetic and monitoring himself with his diet.